Manufacturer narrative:
No product returned for evaluation. Product recall initiated august 21, 2007.

Event description:
Dr. Found after doing a 6 month post-op with the patient that the calaxo presented a painful bump over the tibial tunnel.